Event description:
On 19/jun/2025 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to an unspecified infection. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was initially treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days and ip ceftazidime 1000 mg daily for 14 days. However, when the patient¿s preliminary peritoneal effluent fluid culture result returned positive for candida parapsilosis (fungal peritonitis) on (B)(6) 2025, and the nephrologist ordered the removal of the patient¿s pd catheter. The patient was hospitalized, and his pd catheter (not a fresenius product) was removed on (B)(6) 2025 and replaced with a hemodialysis (hd) catheter (not a fresenius product). The patient¿s vancomycin and ceftazidime were discontinued and replaced with intravenous (IV) diflucan (dose, duration, frequency not provided). The pdrn stated the cause of the peritonitis was unknown, as the patient practices excellent aseptic techniques. However, the pdrn stated the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient tolerated the transition to hd without any reported issues and was discharged in stable condition on (B)(6) 2025. The patient began outpatient hd therapy on (B)(6) 2025 and is recovering from the serious adverse events. The patient will likely return to pd therapy once the infection has cleared.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The cause of the peritonitis is unknown; therefore, casualty could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2025 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to an unspecified infection. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was initially treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days and ip ceftazidime 1000 mg daily for 14 days. However, when the patient¿s preliminary peritoneal effluent fluid culture result returned positive for candida parapsilosis (fungal peritonitis) on (B)(6) 2025, and the nephrologist ordered the removal of the patient¿s pd catheter. The patient was hospitalized, and his pd catheter (not a fresenius product) was removed on (B)(6) 2025 and replaced with a hemodialysis (hd) catheter (not a fresenius product). The patient¿s vancomycin and ceftazidime were discontinued and replaced with intravenous (IV) diflucan (dose, duration, frequency not provided). The pdrn stated the cause of the peritonitis was unknown, as the patient practices excellent aseptic techniques. However, the pdrn stated the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient tolerated the transition to hd without any reported issues and was discharged in stable condition on b)(6) 2025. The patient began outpatient hd therapy on (B)(6) 2025 and is recovering from the serious adverse events. The patient will likely return to pd therapy once the infection has cleared.